Event description:
It was reported that a malfunction occurred on the pump, specifically a momentary power loss to the vibrator motor indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappears. The caller acknowledged and understood these instructions.